Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon's report, the pt has charge syndrome and bilateral mondini syndrome. The pt underwent a mastoidectomy for chronic infection in 1999. In 2003, the pt received a baha flange fixture on the right side. This fixture reportedly fell out (date not reported) and was replaced six months later. The re-placement fixture also fell out (date not reported). The surgeon reported that the pt had thin bone, which caused/contributed to the loss of the fixtures. Neither device was returned for analysis. The pt was implanted in the contralateral ear with a cochlear implant sys 2007.

Manufacturer narrative:
This is a final report.